Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant procedure, the left ventricular (lv) lead was confirmed dislodged via testing and x-ray. Reprogramming was done to turn off the lv lead. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.